Manufacturer narrative:
An event of retraction problem, dissection of ring and aorta resulting in hematoma, large pericardial effusion, massive leak and patient death due to cardiac arrest was reported. A post-implant balloon aortic valvuloplasty (post-bav) was performed and leak was reduced; however, the patient was not stable at the end of procedure. The patient experienced vascular dissection, hematoma, and pericardial effusion following manipulations to retract the valve. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Procedural imaging was reviewed at abbott. Based on the available angiographic information, there was evidence of ineffective pre-dilation and significant frame under-expansion, likely contributed to severe aortic regurgitation, hemodynamic compromise, and subsequent patient death. Based on the available information and medical review, the event appears consistent with procedure-related factors. However, the exact cause could not be conclusively determined. The reported medical interventions included pericardiocentesis performed for pericardial effusion, and post-bav performed due to leak. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, the valve selection was noted to be complicated as annulus size was at the upper limit of the 29mm, navitor and the lower limit of 35mm, navitor. Eventually, a 35mm navitor valve was selected for implant based on other anatomical criteria (not willing to provide) using a large flexnav delivery system (ds). The patient had a prior medical history of calcified aortic stenosis and medication history of taking an anticoagulant or antiplatelet medication. Femoral route was selected as the access site; a fluoroscopy check was performed. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using an unknown balloon. During the procedure, at initial attempt of 80 percent deployment, the valve position was considered as too high, so it attempted to recapture. While attempting, it was noted that it impossible to retract the valve. During recapture, the valve was raised above the ring. At this point, the physicians suspected that a dissection of the ring and aorta have occurred, creating a hematoma that was discovered later. After these maneuvers, the patient's hemodynamics deteriorated. An echocardiogram revealed a large pericardial effusion which was then drained. The patient went into cardiac arrest, was massaged and then the valve was finally deployed and released under massage at a depth of 4mm on the non-coronary cusp (ncc). After stabilization of the patient, the final control showed a massive leak and invagination of the valve. Post-implant balloon aortic valvuloplasty (post-bav) was performed using an unknown balloon. The leak was reduced and accepted by the physicians. At the end of procedure, the patient was not stable and a possibility of performing a surgical intervention was evaluated. After few hours later, the patient was pronounced to be deceased due to cardiac arrest. The implanter classified this death as being related both to the performance of the implanted device and likely related to the procedure and the patient¿s comorbidities.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, the valve selection was noted to be complicated as annulus size was at the upper limit of the 29mm, navitor and the lower limit of 35mm, navitor. Eventually, a 35mm navitor valve was selected for implant based on other anatomical criteria (not willing to provide) using a large flexnav delivery system (ds). The patient had a prior medical history of calcified aortic stenosis and medication history of taking an anticoagulant or antiplatelet medication. Femoral route was selected as the access site; a fluoroscopy check was performed. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using an unknown balloon. During the procedure, at initial attempt of 80 percent deployment, the valve position was considered as too high, so it attempted to recapture. While attempting, it was noted that it impossible to retract the valve. During recapture, the valve was raised above the ring. At this point, the physicians suspected that a dissection of the ring and aorta have occurred, creating a hematoma that was discovered later. After these maneuvers, the patient's hemodynamics deteriorated. An echocardiogram revealed a large pericardial effusion which was then drained. The patient went into cardiac arrest, was massaged and then the valve was finally deployed and released under massage at a depth of 4mm on the non-coronary cusp (ncc). After stabilization of the patient, the final control showed a massive leak and invagination of the valve. Post-implant balloon aortic valvuloplasty (post-bav) was performed using an unknown balloon. The leak was reduced and accepted by the physicians. At the end of procedure, the patient was not stable and a possibility of performing a surgical intervention was evaluated. After few hours later, the patient was pronounced to be deceased due to cardiac arrest. The implanter classified this death as being related both to the performance of the implanted device and likely related to the procedure and the patient¿s comorbidities.